Event description:
The report received from the affiliate indicated that the physician experienced difficulty advancing a smart control 8 x 100 stent delivery system/sds through the vessel. The physician pushed the device further and the stent started to be released/premature deployment. Therefore, the smart control was retrieved from the patient without stent placement. Therefore, the procedure was finished in balloon angioplasty/poba, and was finished successfully. The approach was made from the arm (the part was not specified). The lesion was crossed with a guidewire, and pre-dilation was conducted with a balloon catheter. There was no patient's injury reported. The product will not be returned for analysis. The procedure was a percutaneous transluminal angioplasty/pta/stenting. The target lesion was the left iliac artery. The lesion was tortuous, calcified, and a 100% stenosis/chronic total occlusion (cto). There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that the physician experienced difficulty advancing a smart control 8 x 100 stent delivery system through the vessel. The target lesion was the left iliac artery, described as chronic total occlusion, tortuous and calcified. The lesion was crossed with a guidewire, and pre-dilation was conducted with a balloon catheter. The physician experienced difficulty advancing the device through the vessel, the physician pushed the device further and the stent started to release prematurely. The sds was retrieved from the patient without stent placement. The procedure was successfully completed with balloon angioplasty only. The approach was made from the arm (the part was not specified). There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no patient's injury reported and the device will not be returned for analysis the device was not returned for analysis but a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of tracking difficulty and premature deployment could not be confirmed without the return of the device. Use of excessive force while trying to advance the stent to the lesion through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used". Review of the information provided suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the difficulties experienced by the customer. There is nothing in the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action is required.